Event description:
It was reported that an occlusion alarm occurred. The issue caused the customer's blood glucose level to display "high," though the exact value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump, and no third-party assistance was required. Reportedly, the customer continued to use the pump for insulin therapy.